Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, and elevated toxic cobalt chromium metal ions. Update 11/04/2015 - pfs and medical records received. Pfs also alleges popping, grinding, and clicking. After review of the medical records for MDR reportability, the patient originally had her hip replaced on (B)(6) 2007 (unknown products). The hip was revised on (B)(6) 2008 and depuy products were placed. The depuy products were then revised on (B)(6) 2009 for a loose cup with 4 screws. It should be noted that a plastic liner was noted to be removed, not metal as alleged. No labs have been provided for the alleged high metal ions. No part/lot has also been provided. A cup and 4 screws are being added to the complaint. It should be noted that was then revised a third time for another loose cup on (B)(6) 2010, but a competitor cup was involved. The complaint was updated on: 11/17/2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and no review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Ppf alleges component fracture.